Event description:
It was reported that the device could not be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory. Based on device settings, it is unknown if the device performed to the expected longevity. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent out to the vendor for further evaluation. No anomalies were detected. The cause of the battery depletion could not be determined, but it is believed to be normal.